Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Product performance was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient came to the hospital with complaints of burning and disease in the stomach. The patient also indicated that they had received shocks six days earlier. No shocks were noted on the device. Muscle stimulation was observed during pacing; however, x-ray and echo records seemed to be "normal." The lead was explanted and replaced. No further complications have been reported as a result of this event.

Event description:
It was reported that the patient came to the hospital with complaints of burning and disease in the stomach. The patient also indicated that they had received shocks six days earlier. No shocks were noted on the device. Muscle stimulation was observed during pacing; however, x-ray and echo records seemed to be "normal." The lead was explanted and replaced. No further complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.